Event description:
It was reported that after a percutaneous coronary interventional, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during device insertion, resistance was met at the guide tube and the proglide device could not be advanced further. The device was removed and a 7-french hemostasis sheath was inserted. After anticoagulation was fully reversed, the hemostasis sheath was removed, and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database found no similar incident. Based on a review of the available information, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: subsequent to the final medwatch report, the customer returned the device for evaluation. The reported resistance met at the guide tube preventing the device from being advanced further was not confirmed; analysis of the device did not detect any damage to the sheath. Additionally, a guide wire was inserted into the sheath from the distal-end that traveled the entire length of the sheath exiting at the guide wire exit port without any resistance indicating there was no issue with the guide wire lumen or with the movement of the device over the guide wire. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.